Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, the physician did not disclose any information.

Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the hospital due to confusion. The patient's symptoms included arrhythmia. The patient mentioned having lost 30 pounds and experiencing charging issues. The device appears to be deeper in the tissue following the weight loss. There is a suspicion of migration, noted by the patient and observed by the sales representative during a hospital visit. The physician's assessment regarding the patient's condition was not disclosed; therefore, the event could not be confirmed as dbs related. The patient is currently at a rehabilitation nursing facility and continues under the care of the physician.